Manufacturer narrative:
Correction: the device details has been updated.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin redness at the implant site before it developed into skin necrosis. The patient also developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was hospitalized for administration of IV antibiotics (date and duration not reported). On (B)(6) 2024, the patient was placed under general anesthesia in order to undergo a skin revision surgery; however, the issue did not resolve. Patient ended up being hospitalized again for the second time (date and duration not reported). The device was eventually being explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.